Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their serter not firing and blood at site. The customer's blood glucose level at the time of incident was unknown. The customer mentioned they had been running low in the 43mg/dl. The customer states they treated for the low with apple and peanut butter. The customer declined to troubleshoot for the lows. The customer will be returning serter with stuck sensor and receiving replacements.